Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the left femoral vein to support the 74-year-old male with post cardiotomy cardiogenic shock and low cardiac output syndrome, presenting in scai stage e shock. The admission was for bypass surgery and a valve. The underlying history was inclusive of coronary artery disease and diabetes. At the insertion of the rp flex the 23fr introducer was observed to have a crack and there was blood/fluid leak. The introducer had been placed with best practices of ultrasound guidance and micro-puncture. The 23fr crack did not prompt any blood product infusion, but instead the 23fr was replaced and pump support continued. The device performance remained within the expected range for the support level with reported flow at 2.9l/min on p-6. After a day of support the patient coded and expired. The team sated the death was due to multiorgan failure and vasoplegia. The death was not attributed to the pump use. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients post operative condition and underlying critical condition as they presented in scai stage e shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). The cause of the sheath crack bleed was unable to be determined since product was not returned and insufficient clinical details were provided.